Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional relevant information become available, a follow-up will be submitted.

Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) experienced peritonitis. On the same day the pt was hospitalized for the event. The cause of peritonitis was unknown. On an unreported date, the pt was treated with an unspecified medication for peritonitis. At the time of this report, the peritonitis was resolving and the pt was recovering. Additional information was requested but is not available.